Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The analysis determined the component responsible for the reported event was the power supply and not the power cord as originally reported. External visual inspection of the power supply determined a portion of the power supply cord was covered in electrical tape. Removing this tape revealed damage in the formed of exposed frayed wiring.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the power cord wires were exposed and sparked.